Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing illumination issues before a procedure. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The table top illuminator module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 9, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming tt illuminator module. However, how or when the module became nonconforming cannot be determined at this time. (B)(4).